Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Dentsply was able to verify the complaint based on production testing only as the temperatures during quality testing did not exceeded requirement. The returned attachment was tested by manufacturing personnel and did not meet production specification for cap temperature and current draw specification criteria. Quality personnel then investigated the attachment. The attachment maximum temperature while free running with coolant spray off was 35.2 degree celsius and 35.4 degree celsius under load testing with coolant spray on. The attachment was then disassembled and microscopically evaluated. Microscopic evaluation revealed minor gear wear on the head-tail and head assemblies. Minor debris was observed inside the head and cap cavities and inner components.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.